Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms. There were also decreased shock impedance measurements of 84 ohms prior to this reading, and measurements had been stable in the 100 to 120 ohms range. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.